Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for a car accident in which he was the driver. He blacked out due to a blood glucose level of 46 mg/dl and hit several cars. Emergency medical technicians treated him with an IV at the site of the accident. He was admitted to the hospital after 4 pm on (B)(6) 2014. Troubleshooting on the customer's insulin pump revealed that it was functioning according to specification. The insulin pump was not exposed to a strong magnetic field. The customer reported profuse bleeding at his sensor's insertion site. He discontinued its use and did not supplement with manual readings. No product is being returned. Nothing further was reported.